Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her system was removed more than 5 years ago because it didn't help her at all.